Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the unit burned the surgeon. There was no patient involvement.

Manufacturer narrative:
One unit was received for evaluation. From the provided information, it is unknown if the device had or had not been used in the treatment or diagnosis of a patient. The returned sample met specification as received. A visual inspection of the generators exterior found no obvious issues. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.